Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and noise. It was further reported that the icm experienced undersensing of r-waves on false bradycardia and false pause episodes, as well as occasional oversensing of tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.